Event description:
It was reported that the rigid video scope had an e226 error message, the image went black for a few seconds, and there was no visibility in the operation field. The issue occurred during a therapeutic lap sigma procedure. Monopolar and a high frequency generator was used. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, d9, h3, h4 and h6. Corrected fields: e4 - initial report sent to FDA. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken, therefore the image is not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope had an e226 error message, the image went black for a few seconds, and there was no visibility in the operation field. The issue occurred during a therapeutic lap sigma procedure. Monopolar and a high frequency generator was used. There were no reports of patient harm.